Manufacturer narrative:
Sample photo was provided showing the product. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported pharmacists found what looks like hairs or thin particles on the product. Unknown patient involvement and unknown adverse event.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.